Manufacturer narrative:
Visual inspection and functional testing of the returned ams700 ipp cylinders confirmed the alleged report of a perforated cylinder. One of the cylinders had broken fabric threads and exhibited bulging when inflated in proximal cylinder body. Product analysis concluded perforation to be the most probable cause of the event, as the identify bulging and broken threads could directly affect the functionality of the device. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified perforation with the returned cylinder. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 878025 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and perform within specification. The ams 700 spherical reservoir was visually inspected and functionally tested; there was a leak in the reservoir adapter that was consistent with sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. The reservoir shell has fatigue wear at fold; no leak was found. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) device due to a hole in the cylinder. The patient had visited the hospital two weeks prior to his surgery when the device stopped working. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) device due to a hole in the cylinder. The patient had visited the hospital two weeks prior to his surgery when the device stopped working. A patient outcome of stable was reported.